Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the right ventricle was perforated and an effusion was noted. The cardiac perforation resulted in tamponade and the eventual death of the patient. It was noted that intervention of an echocardiogram, pericardiocentesis and resuscitative measures were attempted. It was reported that micra was deployed three times. After the first deployment sensing and impedance were acceptable but the threshold was not, and they opted to reposition. It was noted that recapturing the micra was extremely difficult and was believed to be due to the patient¿s anatomy. During the second deployment the catheter lost a stable position and was deployed in an almost vertical orientation on the septum. The micra was recaptured and then deployed a third time which is when it is believed the perforation occurred. After the third deployment and while positioning the patient connector on the patient the patient¿s rhythm changed to polymorphic ventricular tachycardia (vt) and ventricular fibrillation (vf). A pressure was taken and was low, so the code was called and the pericardiocentesis kit was obtained and effusion was seen with contrast injection. Vf finally degraded to asystole and life saving measures were attempted including pericardiocentesis, cardiopulmonary resuscitation, and attempting to position a temporary pacing wire in the patient. The patient passes away.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [product ID-delsys] (serial: [serial #]). D9: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.